Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating this device was explanted and replaced. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) with a monitoring voltage of 2.66 volts and a charge time of 31.2 seconds. A device replacement procedure was planned for a later date. No adverse patient effects were reported.